Event description:
Dome detached during traction removal. Indwelling period was 145 days. The detached portion was collected endoscopically. The depth of the stoma was normal. According to the dr proper procedure and application of jelly were done. No magnesia and amantadine hydrochloride were applied.